Event description:
During the follow-up performed on (B)(6), 2013, physician reviewed the vt episode recorded on (B)(6), 2013 and treated by atp. According to the physician, this episode should have been classified as vf and treated by shock therapy. An explanation is requested.

Manufacturer narrative:
(B)(4), 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.